Manufacturer narrative:
Date of event is estimated. An ipg replacement was reported to abbott. The results of the investigation are inconclusive as the implant was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.

Event description:
It was reported that the patient's underwent surgical intervention wherein the scs ipg was explanted and replaced. The patient could not recall the reason for the procedure.